Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11694. The patient received two extensions with the same lot number. It was reported one of the extensions had pulled out of the ipg header. One of the leads was reading invalid due to the issue. It was reported, the physician planned to undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.